Event description:
The account alleged the head section was not working.

Manufacturer narrative:
The technician found the bed had a complete power failure and would not turn on. The technician replaced the junction board to repair the bed.